Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary (B)(4) -the device was returned to the manufacturer, analyzed and tested out of specification. Analysis revealed electrical overstress of the hybrid. Additional information was received from the physician's nurse indicated the patient was last seen for a device system check approximately two months prior to death; the device was "functioning fine." Further indicated the patient was on home hospice, it is unknown who the hospice provider was. The cause of death is unknown. (B)(4). Concomitant medical products: 5076-52 implantable pacing lead, (B)(6) 2011.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.